Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level in the range of 400-500mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer was using auto mode but got kicked out when issues started occurring. Based on customer report it was unknown that customer alleged insulin pump was under delivering. Customer stated that infusions set kept breaking off in the skin. The cannula of infusion set was bent and needle was broke off twice. The insulin pump will not be returned for analysis.